Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer reported that she turned stim off the week prior to report and the electric shocks when dressing/ going to the bathroom, pinching where the device was located at night and pain in the rectum and vaginal areas went away.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had uncomfortable stimulation and a pinching sensation in their vaginal area since implant on (B)(6) 2015. The patient had a shoulder issue and would have shoulder surgery in september, thus they couldn¿t turn stimulation down and would get their family member¿s assistance to lower stimulation. The indication for use for this patient was gastrointestinal/pelvic floor. Additional information from the consumer reported that the patient felt a shocking sensation while driving, in the bath, wiping after using the bathroom or just touching her lower back. The patient was at 1.4v and had sharp pain; she turned stim down to 1.3v. The shocking was intermittent since implant. The implantable neurostimulator status was confirmed with the patient programmer and therapy was on. There was no trauma/ fall related to this issue. Decreasing the amplitude eliminated the uncomfortable stim. Turning the stim off did not stop the sensation. The shocking was felt when stim was on and off. The urinary/ bowel symptoms returned. The patient had to get up 3-4 times on one particular night. The patient had really bad shocking sensations at an emergency room (ER) visit in (B)(6) 2015. The ER visit was unrelated to the device/ therapy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer reported that she had another occurrence of shocking when she was putting her jeans on and placing her hand near the ins area. It went in stages and started in the lower part of her vagina and went up towards the back part of the front. The device was set at 1.2v. The patient also felt a burning sensation when she slept on the side of the implant since she could not sleep on her back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.